Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Reportedly, the device was successfully pre-flushed. Use in veins has reduced mark. It is also possible the device was sub optimal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral vein using the pre-close technique via a small-bore sheath hole prior to an electrophysiology procedure (ep) procedure. Reportedly, during use of a prostyle device, backflow could not be confirmed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized, and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.